Event description:
Attempting to declot an av graft in right groin; could not advance and coiled up. When it was pulled out, the coil had broken off inside the patient. Patient taken to surgery for removal.